Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation; however, a photograph of the complaint device and imagery of the patient¿s anatomy were provided. No information relevant to the complaint case was noted from the 3mensio report. Delamination of the sheath shaft liner was noted, confirming the complaint. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR and lot history review were unable to be performed as no work order information was provided. A review of complaint history from (B)(6) 2018 to (B)(6) 2019 revealed additional other returned device complaints for the edwards esheath introducer set for liner delamination. The complaints were based on similar reported events and associated root causes/evaluation codes. The complaint occurrence rate did not exceed the control limit for the trend category ¿liner delamination: for july 2019. The esheath IFU and procedural training manual were reviewed. The physician is instructed that if the balloon ruptures, as occurred in the related case involving the delivery system, to take care when tracking the device back over the arch and removing the delivery system through the tip of the esheath. Do not use excessive force and maintain guidewire position. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the imagery provided by the site. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. Based on the complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. The complaint states that ¿commander balloon ruptured upon deployment of a 29mm sapien 3 valve. Due to it being a spiral rupture, it was initially unable to be pulled back into the sheath but eventually was finally able to pull in all the way back, but it collapsed the end of the esheath.¿ it is possible that the delivery system balloon wings, which are exposed due to the balloon burst, caught on the sheath tip during retrieval. Use of force to try and retrieve the caught delivery system into the sheath tip may have resulted in delamination of the liner. Available information suggests that procedural factors (retrieval of a burst balloon) may have contributed to the complaint event. Since no edwards defects were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-02847 investigation is underway.

Event description:
As reported by a field clinical specialist, a commander balloon ruptured upon deployment of a 29mm sapien 3 valve. Due to it being a spiral rupture, it was initially unable to be pulled back into the sheath but eventually was finally able to pull in all the way back, but it collapsed the end of the esheath. A new, 16f esheath was then inserted, and a 2nd commander was prepped to make sure that the valve was fully deployed. No annular injury occurred; no valve misalignment occurred; no vascular injury occurred. The access site was closed with the perclose sutures, and a run-off shot was taken to verify that there was no exsanguination from the ilio-femoral system. Access site was hemostatic, patient was hemodynamically stable, and all vital signs indicated a successful clinical outcome. Patient was sent to the ICU for monitoring, but there was no indication that there would be any clinical issues due to the initial balloon rupture.